Event description:
The customer reported that the device was slow to change modes, and that intermittently the screen would go blank and would then return once pressure was applied to the therapy knob. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was slow to change modes, and that intermittently the screen would go blank and would then return once pressure was applied to the therapy knob. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.